Event description:
It was reported that the right ventricular (rv) lead was dislodged few days after being implanted. Subsequently, the patient underwent a revision procedure, and this rv lead was successfully revised. The lead remains in service. No additional patient adverse effects were reported.